Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: nurse was inserting a catheter and the needle retracted before they pushed the button. Patient had to be stuck again. Query response 9/22/2025: it is stated that "this happened 3 x with this lot#" did this occur to the same patient? No if no, how many patients 2 or 3? Three different patients if more than one patient was there any harm or serious injury? No if more than one patient did all three events occur on 7/8/25? Around that time. If no, please provide event dates. Don¿t know exact dates.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5115179. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.